Event description:
It was reported on 08/19/2013 to nova biomedical that a consumer experienced a seizure on (B)(6) 2013 which the consumer believes a false reading may have contributed to the seizure which did not require medical intervention. The consumer was not able to provide any further info regarding the serial number and the test strip lot number involved in the reported event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips were discarded by the consumer.